Event description:
It was reported that the device had version 1.2 base bootloader installed, which is intended for use with v1.7 firmware. The device was found to have v1.6.1 firmware loaded which is the correct version, but the corresponding base bootloader should be version 1.1. No patient injury was reported.

Manufacturer narrative:
The smiths field service reported problem of an inappropriate software combination involving application software version 1.6.x and bootstrap version v1.2 has been confirmed on reported pumps. The initial cause of this issue involves manufacturing's downgrading of the application software from 1.7.0 to 1.6.x on newly assembled pumps pump's without also downgrading the bootstrap version from v1.2 to v1.1. Additional investigation activities are being conducted to determine root cause of the issue (reference (B)(4)).the device history record (DHR) review confirmed the reported problem and identified the initial cause of the reported problem (reference (B)(4)).

Manufacturer narrative:
While performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report is no longer considered reportable, please disregard any MDR reports associated with it.